Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The intraocular lens haptic detached while in the cartridge. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.

Event description:
A nurse at the user facility provided additional info indicating there was no pt impact/injury associated with this event.